Event description:
It was reported that the patients ipg has reached end of life. As a result, the patient underwent surgical intervention on (B)(6) 2023 to have their ipg replaced. Patient now has effective therapy.

Manufacturer narrative:
Event date is estimated. A patient lost therapy as the ipg reached end of life was reported to abbott. As a result, ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.